Event description:
Attempted ercp, that patient had a large duodenal mass and md could not get scope past the mass, and when the scope was removed from the patient, the md realized the disposable cap was no longer on the tip of the scope. He saw it in the oropharynx but was unable to retrieve it with patient in current position, prone on their stomach. Patient was flipped to his back and cap was seen in his mouth and retrieved. Cap was intact. Md inserted a regular gi scope for biopsies, and verified no damage from the first scope and cap.